Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 437 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the no delivery alarm was resolved at the end of call. The insulin pump will be returned for analysis.